Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no known impact to the customer¿s blood glucose level. A system check was performed and the occlusion was found to be within the cartridge. A supply change was performed and insulin deliveries were resumed.